Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The service group found the scope failed the water leak test due to a hole on the bending section cover. Additionally, the pink colored probe unit was chipped/missing piece (not exposing the core). The ultrasound connectors were found to have corrosion within. The scope was repaired and returned to the customer. As part of the investigation, olympus followed up with the customer to obtain additional information regarding the reported defect but with no results. A review of the scope's history shows the scope was last serviced via repair on (B)(6) 2019. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was performed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to external force was applied to the distal end. Olympus will continue to monitor the field performance of this device. To mitigate the risk of device damage, the instructions for use provides information that states, do not apply shock to the distal end of the insertion tube,particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.

Event description:
The service center was informed that the ultrasonic gastro-video scope has a hole in it. It was unknown when the event occurred. No patient involvement was reported.